Event description:
Event description cpi received information that this transvenous defibrillation lead was capped, because of high defibrillation thresholds. The physician noted possible dislodgement and lead separation.